Manufacturer narrative:
This report is being submitted to relay corrected information for the initial report 0002023141-2021-01310 submitted on 5/17/2021. Based on additional information, this is a duplicate of a non-reportable event, therefore this event is no longer considered a reportable event and no further reports will be submitted. The following sections are being reported: b4: date of this report was updated b5: description of event was updated g4: date received by manufacturer was updated g7: type of report was updated h2: type of follow up was updated h10: additional narrative/data was updated.

Event description:
Additional information: upon further review and follow up, it was determined that this is a duplicate complaint of cmp 0695661.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Weight unknown / not provided. Additional PMA/510(k) number ¿ k101880. Fax number and last/given name unknown / not provided. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that the implant at tooth site #29 was removed due to infection.